Event description:
Second revision surgery - the pt had an osteoimplant technologies inc. Hip stem. Due to the pt having seizures and dislocating. The surgeon removed the exactek liner and replaced it with a constrained liner. He also replaced the femoral head. Reference first revision, date of surgery (B)(6) 2012, pc-2012-00916.